Event description:
It was reported that a perforation and a pericardial effusion occurred. Prior to the case the patient was on eliquis and no baseline effusion was noted. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The 27mm flx device was placed and was not able to meet release criteria so the device was removed and the was was changed from a double curve to an anterior curve. Subsequent sheath manipulation with the anterior curve resulted in a sudden release of sheath torque causing a perforation of the laa and pericardial effusion identified on fluoroscopy injection and also on transesophageal echo (tee). The second 27mm flx device was opened but never used. The patient remained stable throughout and did not tamponade. A pericardiocentesis was promptly initiated and 1.6l of blood was drained. Normal saline and two units of blood were given and protamine was administered. The pericardial drain was left in place and the patient was transferred to the intensive care unit for further observation. The patient was discharged on (B)(6) 2021.